Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to have less than one quarter battery life left as it was stored directly on top of a magnet. The device was never in-service and was returned to guidant for analysis.